Manufacturer narrative:
This is default text configured for block h10.

Event description:
Medication is not coming out from the inhaler [product delivery mechanism issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events product delivery mechanism issue and no adverse event in male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient via telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date patient started taking albuterol sulfate inhalation (ndc, batch no, exp date and serial number not reported) (frequency, dose and strength not reported) for an unknown indication an unknown route. On 24-may-2026, the patient was being treated with albuterol sulfate inhalation 90 microgram (ndc: 69238-1291-1, batch no: ai25020, exp date: oct-2027 and serial number: (B)(6) for an unknown indication via oral route. Co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient stated that on (B)(6) 2026 the patient received a sealed medication box from pharmacy and on (B)(6) 2026, while using it, the patient observed that the medication was not coming out from the inhaler, and upon asking regarding the reading on the dose counter, the patient denied providing it. Upon asking, the patient confirmed that the patient had followed all the instructions on how to use and how to clean the medication after use as per the package insert. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. This case was considered as non-serious. The reportability of this case was periodic. Additional information (#1) was received on (B)(6) 2026. The update included findings from the quality retention sample investigation. According to the investigation results, no defects or abnormalities were observed in the retention samples. However, review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on the involvement of multiple devices/lots, the case has been reassessed and upgraded for malfunction reporting. This case is considered as serious. The reportability of this case was expedited (malfunction report).